Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2013, inratio: 6.0, re-test: 1.6 (3 hours between results); (B)(6) 2013, 1.6. Therapeutic range: unknown. Customer consumed vitamin k rich foods on (B)(6) 2013 after obtaining the initial inratio result of 6.0 inr. Three hours later, the customer re-tested. Caller reports milking the finger after performing the finger stick. Patient self tester used expired strips for testing; ordered a box of 48 strips from amazon and was not able to get through all of them. Patient had been off coumadin for a dental procedure. Resumed his medication on (B)(6) 2013. Took amoxicillin for a week prior to having the dental procedure; last dose was (B)(6) 2013. Patient had local anesthetic on (B)(6) 2013 during the dental procedure.

Manufacturer narrative:
Strip lot #282870 had expired on the last day of august 2013. Using expired product may lead to incorrect interpretation of inr results. Strip lot used was expired; trending is not required. Corrective action is not required at this time.